Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-apr-2022 to 23- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that device data error due to software issue. A technical support specialist uninstalled the knowledge base and reconfigured component manager mode to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system knowledge base was still showing under the software tab of the device's rss page, user requested to check if knowledge base was still installed on device. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system knowledge base was still showing under the software tab of the the device's rss page, user requested to check if knowledge base was still installed on device. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device data error due to software issue. A technical support specialist uninstalled the knowledge base and reconfigured component manager mode to resolve. The system was functional as intended.